Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient's generator was explanted due to an infection following replacement of his generator. No further details have been provided at this time. Good faith attempts to obtain additional information have been unsuccessful to date. A search was performed in the manufacturer's device history records, which confirmed that sterilization was performed for the recently implanted generator. The generator has been returned to the manufacturer for analysis, which has yet to be performed.